Event description:
It was reported that the 9600 system displayed an interlock error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found two broken wires. Repaired the wires. The system was tested and found to be working as intended and placed back into service.